Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Per paper by amstutz, et al., bone joint j. 2017 jul;99-b(7):865-871: allegedly the female patient was revised for aseptic cup loosening 44 months after primary. Patient was (B)(6) years of age at primary, with a primary indication of inflammatory osteo-arthritis, a bmi of 21, and a head size of 44mm. The authors reported that the serum cobalt ion levels were 175.3 /l and the serum chromium ion levels were 88.7 /l